Event description:
No additional information.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #305921. Batch #unknown. It was reported that the bd needle sftygld 27x5/8 rb had leakage. The following information was provided by the initial reporter. Verbatim: rcc received a complaint via email. Home health nurse reported a leaking vial. When he went to draw out the medication from the vial, liquid leaked between rubber stopper and all over vial. About half of the med was lost. Patient will miss a dose today due to this, but no adverse events were reported so far. Unknown if the md is aware at this time. No additional dates, information, or details were reported. Reported to (B)(6) by: (B)(6). Item#305921.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.